Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was received with one clip in the jaw; the clip was removed in order to inspect the jaws and they were found to be in good condition. A bag with two malformed clips was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed eleven scissored clips. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the er320 on the stapleline. The first clip scissored slightly, but was acceptable. The second clip scissored more and the third and fourth clips were scissored so much they were removed from the staple line. No torque was placed on the instrument as per the surgeon. Another er320 was opened and used without incident.